Event description:
It was reported that the device was replaced because the pt was having trouble recharging it and was "still having a lot of pain". The pt was feeling stimulation from the device; but it wasn't covering the pain.